Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at the elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any, even slight, changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared eri earlier than previously estimated.

Event description:
This product was returned and analysis was completed.

Event description:
It was reported that this pacemaker had a magnet rate of 90, in (B)(6) 2018, and there were approximately 1.5 years remaining on the battery. However, the battery reached elective replacement indicator (eri) on (B)(6) 2018. It was reported that nothing was changed or added at the last appointment. Once the eri was reached, the rate response was automatically deactivated, to preserve the battery. As a result, the patient has been short of breath. The pacemaker was removed and replaced. The product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.